Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-jan-2023 and confirmed that this device was not previously returned for servicing and there were production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system auto reboot automatically. A field service engineer (fse) checked the reboot settings and verified that settings were correct. The system functioned as intended after the field service engineer investigated the issue of the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es had auto reboot needed to be configured. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es had auto reboot needed to be configured. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.